Event description:
Boston scientific received information that during a follow up it was noted that this right ventricular lead had dislodged and had perforated the heart. The lead was repositioned successfully and the patient was stable. All parameters were normal during follow up. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.